Event description:
It was reported that the iab was placed in the operating room in a pt undergoing valve replacement. An x-ray was taken and showed that the iab had been placed approx 2-3 intercostal spaces too low. It was decided to adjust the position without a guide wire or fluoroscopic guidance. The waveform was lost and blood entered the helim tubing. The iab was removed without any pt complications.